Manufacturer narrative:
Photo analysis: device photograph(s) for the device related to the reported event of rupture, pain anxiety-product/procedure inflammation/irritation and malaise-ndr requested on april 12, 2024. It is not possible to determine the lot number or catalog through the photos provided. Visual analysis of the photographs identified: ¿ rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ pain : unable to observe as it is a medical event that is not related to the device. ¿ anxiety-product /procedure : unable to observe as it is a medical event that is not related to the device. ¿ inflammation/irritation : unable to observe as it is a medical event that is not related to the device. ¿ malaise-ndr : unable to observe as it is a medical event that is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed. Continued h6 (health effect - impact code): f1903 a review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side "rupture", "deterioration of implant's integrity¿, ¿but the pain didn't go away¿, ¿breast discomfort¿, ¿pain¿, ¿burning and aching¿, ¿just awful¿, ¿just cry day and night¿, ¿implants removed which were broken after all¿, ¿now also worried if they spread to me there or if there's anything left over. What it's even made of¿, ¿psychologically very difficult¿ and ¿painful¿, ¿constant weakness¿, ¿everything hurts¿, ¿inflammation in the chest¿. The event of "constant weakness" is deemed not related to the device. Device has been explanted.